Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their bottom gums are receding. They have no gum under their one tooth. It is an open wound that bleeds profusely when they brush or touch it. They stopped wearing the bottom aligner due to their gum being gone, completely raw and painful to wear the aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.